Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, it was noted that the balloon was tightly folded and the inner member was bunched. The distal tip was separated distal to the distal seal and the separated portion was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It is likely the device interacted with the mildly calcified, moderately tortuous, 75% stenosed lesion during advancement resulting in the reported difficult to advance/position and noted bunched inner member. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported difficult to remove. As the account reported that the device was removed from the anatomy in one piece, the noted tip separation most likely occurred during post procedure handling. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience skypoint is currently not commercially available in the us; however, it is similar to a device sold in the us. Na.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 75% stenosed lesion in the right coronary artery (rca). A 2.25x38mm xience skypoint drug eluting stent (des) system could not cross the lesion due to the anatomy. During removal, the device was difficult to remove and took several attempts before it was finally removed in one piece from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. Another skypoint was used to successfully complete the procedure. No additional information was provided.